Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image intermittently disappeared and displayed a green hue. No delay in the procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
The customer declined the option to have their glidescope avl video baton 3-4 returned to verathon for evaluation. Since the device was not returned to verathon for evaluation, the cause could not be determined. Review of complaint history for the reported video baton serial number "(B)(4)" did not identify any previous complaints reported to verathon. Trending analysis for the glidescope avl video baton 3-4 does not identify any trends exceeding acceptable limits. Review of the system risk assessment confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized by verathon. Corrective action is not required at this time. Verathon will continue to monitor for trends.